Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 5th february 2010 and that it had performed to specification up to the 26th october 2014. On the 2nd november 2014 the device failed the weekly auto self-test due to a low battery. On the 3rd november 2014 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the 11th october 2015 and the last log entry on the 1st december 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the patient pogo-pins. However this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.